Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6)2019. It was reported that the pump was repositioned and the event resolved without sequelae on (B)(6)2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported a pump revision and pocket site revision was performed on (B)(6) 2018 due to previous placement on patient's pants leaving bruises at times. On (B)(6) 2018 the patient reported incision pain and burning pain at their incision site that continues to persist. On (B)(6) 2018 the patient reported the pump still felt tender. On (B)(6) 2019 the patient stated they had pump site pain. On (B)(6) 2019 the patient's primary hcp recommended to move the pump and pocket. On (B)(6) 2019 the patient stated they continue to have right pocket site/side pain and groin pain/right inguinal pain. The pocket site pain was increasing since implantation date. On (B)(6) 2019 the patient reported the pump felt tender and had right side groin pain that felt like burning. The plan was to do a pump and pocket site revision on (B)(6) 2019. The outcome was noted as ongoing. The clinical diagnosis was pocket site pain. The patient's weight was (B)(6). The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a pump revision occurred on (B)(6)2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the intervention to surgical intervention where the primary doctor's recommendation was to move the pump on (B)(6) 2019. No further complications were reported/anticipated.